Manufacturer narrative:
Continuation of medical devices: 419388 lead implanted (B)(6) 2003; dtma1d1 ICD implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) for the right ventricular (rv) lead. The lead exhibited out of range rv defibrillation impedance. The lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead also exhibited out of range pacing impedance. The lead remains in use.